Manufacturer narrative:
The hill-rom technician found the unintentional movement due to a defective right siderail pt positioning circuit board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right siderail pt positioning circuit board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the beds knee section raises on its own. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).